Event description:
The manufacturer received a report that a trilogy o2 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury.the device was evaluated at the manufacturer's service center. The device error logs were successfully downloaded and reviewed in full. A ¿ventilator service required¿ alarm was observed due to err_obm_accy_urgent_service. Device log files were successfully retrieved and reviewed in their entirety. Review of the logs confirmed the presence of a ¿ventilator service required¿ alarm associated with error code err_obm_air_flow_drift_out_of_range indicating failure of the air flow sensor. The oxygen blender printed circuit assembly (pca) equipped with the air flow sensor was replaced to correct the issue. To prevent failure, the o2pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, motor blower assembly, and stirring fan foam were replaced. The detachable battery pack and internal battery will be replaced once the parts arrive. A final report is being submitted. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of ventilator service required alarm due to err_obm_accy_urgent_service is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.